Event description:
The site reported the following: the veris power supply cable was coiled and melted together. There was no injury reported.

Manufacturer narrative:
Bayer r and I product analysis reviewed the info in the complaint record along with photographs of the melted power supply cable and determined this to be a runaway current condition that is initiated by a short circuit within the dc power cable. A subsequent investigation of similar complaints concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit and shut down. Consequently, the power supply continues to energize the cable which can lead to localized heating and melting of the power cable. On april 15, 2013 bayer healthcare distributed a field safety notice recalling all 25-foot dc power cables shipped with medrad veris mr vital signs monitors. These power cables are being recalled due to a latent design reliability issue and the potential for shorting which can result in heating/melting of the cable jacket.